Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to emergency due to syncope. The electrocardiogram (ECG) revealed right ventricular (rv) lead pacing without capture. Review of received data indicated rv lead increase in threshold, and ventricular impedance decreased. The rv lead settings were re-programmed and the lead remains in use. No further patient complications have been reported as a result of this event.